Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 10/31/2016, that on (B)(6) 2016, the receiver displayed error hwrf. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was performed but could not be completed because the receiver would not turn on. The receiver case was opened for further evaluation. Trouble shooting for the receiver and battery was done during an internal inspection. The customer complaint that the receiver ceased to function was confirmed. The root cause was determined to be a defective u6 component.